Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive rf results generated by the immage 800 immunochemistry system for one patient sample. The results were generated using rf reagent m101865. After switching to a newer lot (m106133), the results were lower.no reports of affect to patient treatment were noted.

Manufacturer narrative:
The samples were serum. No sample issues were noted. The calibration and qc results provided by the customer appeared acceptable. No issues with noted with other chemistries. No system errors were noted. A clear root cause for this event is unknown but appears reagent related.